Event description:
It was reported that the patient's ramp therapy accelerated the patient's ventricular tachycardia (vt) rate. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2006; 6949, implantable tachy lead, (B)(6) 2006. (B)(4).